Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-apr-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the device had an issue where the network cable suspected to be loose and device kept showing as not communicating or in disconnected mode. The field service engineer fse remoted into the station. The fse confirmed that station was on remote support service rss and connected to the server and there were no issues or hardware errors were detected. The fse placed the unit into support mode removed the database repaired the medstation service and resynchronized the station. Once completed the customer was able to log in inventory all drawers and the remote manager and fse confirmed that everything was working properly resolving the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es was not communicating and went disconnected mode. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.